Manufacturer narrative:
The rate of restenosis was 100%. During the revascularization one amphirion rx balloon catheter, one in.pact pacific balloon catheter, and non-medtronic stenting was used to treat the reocclusion.

Manufacturer narrative:
The previously reported reocclusion was also of the apop and ttf. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization one in.pact pacific and two in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the left sfa. During another revascularisation 11 months later, four in.pact pacific and one pacific plus paclitaxel eluting pta balloon catheters were used to treat the left sfa (l-1). Approximately 6 months later, the patient experienced reocclusion of l-sfa. The patient was treated with stenting and ballooning. Event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.